Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, the left ventricular lead dislodged and slipped out into the right atrium when the guiding sheath was slit. After removing the lead, it was noted that saline leaked from the tip of the lead when the lead was flushed. The procedure was completed using a new lead and there were no patient consequences.